Manufacturer narrative:
The evaluation of the ventilator has not been completed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, when turned on, a 980 ventilator generated a backup ventilation (mix o2 flow out of range) error code. The ventilator was not in use on a patient at the time of the reported event.